Manufacturer narrative:
The insulin pump was received blank display due to shorted lcd driver board. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 90 mg/dl. She stated that the screen was blinking, and when she tried to use the device, only half of the screen worked. She did not observe any damage or corrosion to the battery cap, battery compartment or spring. Upon troubleshooting, she reported that the display did not return after a battery replacement or with the cleaning of the battery cap contact. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.